Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (multisystem organ failure and patient expiration) cannot be conclusively determined through this investigation. Heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended and will not be returned for evaluation as it was not explanted. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists multiple types of organ failure and death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a complicated post-operative recovery course and passed away on (B)(6) 2021 due to multi-system organ failure. The left ventricular assist system (lvas) was reported to have operated as expected.